Manufacturer narrative:
Date of event and therapy dates are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-24090. It was reported that following multiple falls, high impedances were measured at the lead contacts, and the patient's therapy was reducing by itself. As a result, surgery occurred to explant and replace the leads, which resolved the issue. The patient also had a service app issue, documented in the following (related manufacturer reference number): 1627487-2020-24092.